Event description:
Mandatory medwatch received from the customer which statesin 2003, device #1 luer lock connection of clave adapter came loose of the extension tubing causing the pt to sustain a significant blood loss (1/2 to one unit) that required blood transfusion and volume replacement." The customer was contacted for add'l inf0. The device had been in use for 2 days prior to the reported event. The pt was reportedly fidgeting with the clave port. This set has a removeable clave. The clave loosened from the extension set causing a significant blood loss. The pt also experienced hypotension and syncope. The pt was successfully treated with 2 units of packed red blood cells. The pt was reported as recovered and was discharged back to their nursing home 2 days later. Although requested, no add'l info was available.